Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope detect slide could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite xenon light source's image processor or light source bulb counter would not reset. The issue was found during maintenance. There was no patient harm or involvement reported. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the scope socket was faulty (scope detect slide was not engaging).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; however, a non-olympus lamp reading more than 500 hours was installed and not properly assembled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.